Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 15 dec 2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, they would lose image when the baton cable was flexed. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10 a replacement glidescope avl video baton 3-4 was provided to the customer and the video baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and confirmed poor image quality attributed to a cable failure. Since the customer's video baton had been replaced the returned video baton was scrapped. Upon review of the device history for the serial number (B)(6) it was determined that the device was manufactured on (B)(6)2011 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Corrective action is not required at this time. Verathon will continue to monitor for trends.